Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) got caught in the 5f unknown cordis brite tip sheath and did not advance. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was opened in the sterile field. The device was stored as per labeling. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked/bent and was flushed prior to use. The mynx will be returned for evaluation. The sheath will not be returned for evaluation because it was discarded. Addendum: product analysis demonstrates that the sealant was found exposed from the sealant sleeves.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) got caught in the 5f unknown cordis brite tip sheath and did not advance. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was opened in the sterile field. The device was stored as per labeling. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked/bent and was flushed prior to use. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation. The stopcock was observed opened, and the balloon was found fully deflated. Additionally, the sealant was found exposed from the sealant sleeves, as it appeared to have been frayed/split/torn upon receipt. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the frayed/split/torn sealant sleeve assembly condition noted. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. In addition, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found exposed from the sealant sleeves, which appeared to have been frayed/split/torn upon receipt. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned mynx control device since the frayed/split/torn condition of the sleeves prevented insertion into a sheath for functional analysis. Additionally, a condition was noted in the returned mynx control device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. Also, the reported event of ¿catheter sheath introducer (csi)-obstructed¿ could not be confirmed as the device was not returned for analysis. The exact cause of the observed conditions and issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although reported that the sheath was not kinked/bent, which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the mynx control IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.